Event description:
A lindorf micro chin plate, 7mm (50-302-07) was surgically implanted in 2001. Subsequent to that date the plate flattened out. The plate was removed three days later. No further complaints have been reported.